Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Additional information was received that there was no battery issue, hence updating the h6 problem code accordingly.

Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
Ge healthcareâ s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during a case. There was no patient injury reported.